Manufacturer narrative:
Therefore, because a serious injury resulted. This event is reportable, per 21 cfr part 803. The device was not evaluated, because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported, that a patient experienced a dental implant loss.

Manufacturer narrative:
FDA coding that was initially reported in the initial report for medical device problem code is being corrected from code 2404 to 2408. This is a follow up report to correct this code.